Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further examination of the device's interior, electrical board 1 shows signs of previous moisture presence and corrosion on the connector between electrical board 2 and electrical board 1. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive or insulin pump had button error alarm. Customer¿s blood glucose was 157 mg/dl. The insulin pump was exposed to moisture. Customer heard fluid when shaking insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.